Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The hcg+ss reagent lot number and expiration date were not provided. The instrument performance check was done on (B)(6) 2023 and the preventive maintenance was performed on (B)(6) 2023. The field service engineer (fse) visited the customer and replaced the sample probe and the low liquid detection printed circuit board. He also performed full probe adjustments. The fse checked the hygrometer and the humidity measuement was 53% (within specifications). Qc was performed and was acceptable. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with hcg+ss assay on a cobas 8000 cobas e 602 immunoassay analyzer. Initial result: 4 miu/ml. On (B)(6) 2023: 1st repeat result: 350 miu/ml. 2nd repeat result: 336 miu/ml. The same sample was tested with urine test and the result was positive.